Manufacturer narrative:
(B)(4).

Event description:
It was reported that the registered nurse from the cardiovascular intensive care unit (cvicu) called the clinical support specialist (css) stating that a patient came to the department from the cath lab a few hours ago. A 40 cc intra-aortic balloon (iab) was placed in the cath lab without difficulty. The registered nurse and staff were trying to print strips from the pump. According to the registered nurse, when the recorder button was pushed, the monitor screen went blank and grey, but the pump did not stop pumping. Length of time in use prior to the event was 8 hours. The css had the registered nurse check to make sure the monitor umbilical cord was firmly attached and it was. The css verified that there have not been any other issues and the pump was providing good support. The css asked the registered nurse to attempt to record a strip again, but the same thing happened. The css explained to the registered nurse that they would need to switch the pump out for another pump to be able to print strips. The css recommended that they have this pump sent to bio-med to be checked out. The css then spoke to the bedside nurse and explained how to switch out to another pump and how to do the fos map cal. At 2120, the css called the bedside registered nurse back, and the registered nurse stated that they were able to switch the pumps out with no problem with a minimal delay of only 5 minutes. The pump they are using is now providing great support and they were able to print strips perfectly. The css again recommended that they have bio-med check out the former pump as soon as possible. The patient is stable.